Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got a message about the insulin pump; they removed it and turned it off turned it back on and got the red x with an open book image on the insulin pump screen. The customer's blood glucose level was 80 mg/dl at the time of the incident. It was reported that they had pump error was displayed before the open book image was displayed on the screen. The customer reported that the insulin pump was dropped and had a crack. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device received with cracked case corner of the belt clip rails near the battery compartment.